Manufacturer narrative:
One lens was returned open in used condition as well as five sealed lenses were returned in unused condition. Evaluation in process, additional information will be provided via a follow up report once available.

Event description:
The patient experienced a decrease in visual acuity after instilling the contact lens in the eye. The patient continued use with the lens and visual acuity continued to decrease. The patient sought emergency medical treatment from an ophthalmologist who found that the cornea was damaged in a circular shape. The patient followed a one week treatment plan. Good faith efforts have been made to obtain additional medical information without success, further information is not known. This event is being reported out of an abundance of caution due to the incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Additional information: lens evaluation completed, event codes updated to correspond with completed lens evaluation. The association between coopervision lenses and the event is unconfirmed.